Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was returned with visible moisture behind the display screen. The display screen was blank due to moisture in the pump. There was visible moisture in the battery compartment and the pump failed a leak test due to a display lens leak. The pump cover was opened and there was visible moisture on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. It was reported that the pump was getting warm, and there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.